Event description:
It was observed that during the device evaluation, the gas/water valve exhibited the rubber of toric joint/ packing joint (o-ring) was found to be damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the damage to the o-ring was thought to have been caused by strong external stress on part of the gasket, resulting in partial damage. Possible causes of external stress include pressing the button at an angle when attaching it, causing the gasket to be pressed strongly against the inner wall of the cylinder. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.